Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix could not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged at some point after implant and the patient experienced atrial fibrillation. Upon attempting to revise the lead, the helix would not extend. The rv lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.